Event description:
It was reported that during a laparoscopic sigmoid colectomy procedure, on the first firing the surgeon opened the device and it appeared that while the bowel had been cut, there were no staples present. He fired the device again and completed the transection. It wasn't until he came to do the anastomosis that he realized that there was a small hole in the staple line on the distal side. He used the device to try and seal this; however, the device appeared to cut and not staple as it had before. The case was completed by hand suturing. There was no patient consequence.